Event description:
It was reported the patient was put into a nursing home two days ago where he was wearing a necklace with a call button on it. The patient seemed wobbly and off balance once wearing the call alert necklace. The call alert necklace had not been worn for a day, but the patient was still experiencing the wobbly/off-balance. It was confirmed that the ins was on / ok. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3387-40, lot# l71307, implanted: (B)(6) 2000, explanted: na. Extension, model 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: na. Programmer, model 37642, serial# (B)(4).